Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found.

Event description:
It was reported that during the procedure, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and displayed a grey longevity estimator. The device was kept indoors and four days later interrogated without wireless, but it still displayed a grey bar. The device was not used. There was no patient involvement.